Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® lithium heparinn blood collection tubes that the stopper creep out or there was a loose closure. The following information was provided by the initial reporter: any exposure to blood? Yes. Who was exposed? Patient¿s sample during the transfer process, vacutainer caps came loose causing blood contamination.

Manufacturer narrative:
B tab has been updated- "this occurred 20 times. Did the patient sample(s) need to bed? Yes."" H.6 investigation summary material #: 367884; lot/batch #: 2166065. Bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper creepout was observed showing blood in a bag containing two tubes. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of stopper creepout was not observed. There were no issues with the hemogard closure assembly being loose or separating during or after the functional testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper creepout based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® lithium heparinn blood collection tubes that the stopper creep out or there was a loose closure. The following information was provided by the initial reporter: any exposure to blood? Yes. Who was exposed? Patient¿s sample. During the transfer process, vacutainer caps came loose causing blood contamination. This occurred 20 times. Did the patient sample(s) need to bed? Yes."